Event description:
Customer's mother reported not able to test her son's blood glucose due to error 3 message on their freestyle flash meter. Customer's mother also reported her son loss of consciousness, while sleeping and became non-responsive. Paramedics were called in and obtained customer's blood glucose reading in 26 mg/dl with an unknown hcp meter. Customer was treated with three glasses of sugar water. Product investigation on the returned meter indicated that the meter exhibited the memory overwrite malfunction.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.